Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal congestion, eye irritation and sinus like issues. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.